Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, device ceased to function. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and the device did not power on. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection confirmed the reported event that the receiver ceased to function. The root cause was determined to be a defective battery.